Event description:
It was reported that the left ventricular (lv) lead dislodged. The dislodgement was observed one week post-implant by x-ray. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.